Event description:
On 14-jan-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3652sp fibertak anchor was bending and could not be placed. This was discovered during a shoulder arthroscopy procedure with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.